Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter. Verified material number 2758j14 and manufacturing lot number ngkn1919. Visual inspection noted the catheter ballon was partly inflated and using the in house syringe 6 ml of solution was withdrawn from the balloon. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) using the in house syringe and the catheter rested with no leaks. The balloon 10ml passively deflated in 59 sec. And there was cuffing noted on the balloon. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the foley catheter balloon pretest the distilled water could not be drawn. This was the second occurrence of a similar incident, with three such incidents having taken place. Per notification from hcl investigator on 29jan2026, it was reported that cuffing noted was found during sample evaluation on 05jan2026.

Event description:
It was reported that during the foley catheter balloon pretest the distilled water could not be drawn. This was the second occurrence of a similar incident, with three such incidents having taken place.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.